Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 85 mg/dl at time of reporting. Nothing further reported.